Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been receiving frequent error messages stating that the cartridge was unable to be used and another one would have to be loaded. The customer reverted to using another tandem pump to manage diabetes. There was no reported impact to the customer's blood glucose level.